Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, (B)(6), manufacture date ¿ unknown.

Event description:
Information was received based on a review of a journal article titled, "large diameter metal-on-metal total hip arthroplasty for crowe IV developmental dysplasia of the hip," which retrospectively evaluated the short term results of 13 middle-aged patients (15 hips) with severe developmental dysplasia of the hip treated with subtrochanteric femoral shortening and cementless large diameter metal-on-metal total hip arthroplasty. A patient was identified in the article that underwent hip arthroplasty and at follow up scored below 70 on the harris hip evaluation, a score labeled as poor for this study. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: unknown m2a magnum acetabular cup catalog#: ni lot#: ni. Unknown zimmer zweymüller alloclassic femoral stem catalog#: ni. Unknown zimmer cdh femoral stem catalog#: ni lot#: ni. Unknown femoral head catalog#: ni, lot#: ni.